Event description:
It was reported that the pacing impedances and capture thresholds on the right ventricular (rv) lead had gradually risen to high values. The rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The proximal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4).

Event description:
It was further reported that the lead had high rv coil and superior vena cava (svc) coil impedances within one day following a routine generator changeout. During the extraction procedure, it was noted that the pocket was filled with pus. The rv lead was explanted, the patient was placed on an antibiotic regimen, and the lead was replaced at a later date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 7232cx implantable cardioverter defibrillator 2006 (B)(6). (B)(4).